Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: "patient was receivng personal care while in bed connected to the haemofiltration machine. The patient needed to be rolled and repos itioned, this involved applying a glide sheet underneath patient to aid with mannual handling. Patient was successfully rolled and repositioned and when the nurse was removing the glide sheet, the octopus clamp connected to the distal infusion port on the vascular catheter became tangled up with the glide sheet, this was at the stage the nurse noticed the end connection to the port had come off at the point of untangling.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports: "patient was receiving personal care while in bed connected to the haemofiltration machine. The patient needed to be rolled and repositioned, this involved applying a glide sheet underneath patient to aid with manual handling. Patient was successfully rolled and repositioned and when the nurse was removing the glide sheet, the octopus clamp connected to the distal infusion port on the vascular catheter became tangled up with the glide sheet, this was at the stage the nurse noticed the end connection to the port had come off at the point of untangling.